Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range, causing the customer to experience an elevated blood glucose (bg) level. The customer administered a correction bolus to treat the elevated bg. Reportedly, the customer cleared the alarm and resumed insulin therapy.